Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the set-up joint (suj3) due to error 23072. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the suj3.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 3 kept faulting. The customer disabled the usm. The customer power cycled, and hard power cycled the system, but the issue persisted. The customer was able to continue use of the system without usm3 and completed the procedure as a 3-arm procedure. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The set-up joint (suj3) was analyzed and found to have error 23072 indicating an excessive mismatch between primary and secondary encoders. The complaint was confirmed based on failure analysis. The probable root cause is due to an issue with the distal, shoulder, and proximal harness within the suj.